Event description:
A report was received that the patient had frequent ipg charging. Database analysis revealed that there were signs of premature battery depletion. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)). Device evaluation indicated that the complaint was confirmed. Asic-u2 was damaged. Although the battery depletion and sleep current rates were still within the expected ranges the impedance of the electrode #4 was extremely low causing excessive charge deposit on the node when the stimulation was turned on. It was determined that the node was internally shorted inside the asic and the electrode was assigned to a negative terminal (cathode). The patient's profile indicated that the battery consumption rate changed in (B)(6) 2018, suggesting that the device was affected during the procedure.

Event description:
A report was received that the patient had frequent ipg charging. Database analysis revealed that there were signs of premature battery depletion. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
For field g3 in the initial MDR, the bsc aware date should have been 24sep2018.

Event description:
A report was received that the patient had frequent ipg charging. Database analysis revealed that there were signs of premature battery depletion. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.